Manufacturer narrative:
B3: the events occurred in unspecified date of january 2026. E1: initial reporter postal code: (B)(6). H11: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown blood - solution sets leaked. The location was described as "near the top of the chamber", "bonded joints. Tube to luer connector and tube to chamber" or from "body of the chamber". The issue was observed before patient treatment. There was no patient involvement. No additional information is available.